Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and a loose safety shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 368651, batch no. Unknown. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield was not attached to the needle. The following information was provided by the initial reporter: when package was opened the pink safety device was not attached.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 368651. Batch no. Unknown. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield was not attached to the needle. The following information was provided by the initial reporter: when package was opened the pink safety device was not attached.